Manufacturer narrative:
Performed visual inspection and found sensor with damaged (missing electrode part) contact pad. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor would not connect to transmitter. The customer's blood glucose level was reported to be 99mg/dl. Troubleshoot was reported to be conducted. It was reported that the cannula was missing. It was reported that the sensor would be replaced and returned for analysis.